Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the implant was non-function and hadn't been used in many years. The healthcare provider was calling for MRI guidelines and did not have any additional details as far as the device not functioning. No patient symptoms were reported. No further complications were reported or anticipated.